Event description:
It was reported the left ventricular lead was replaced likely due to high threshold measurements. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4076 implantable pacing lead (B)(6) 2010. (B)(4).